Event description:
It was reported that this right atrial (ra) lead exhibited oversensed noise resulting in atrial tachy response (atr) events. Boston scientific technical services (ts) recommended programming changes and isometrics to determine if the noise was reproducible. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).